Manufacturer narrative:
Product analysis: it was determined on analysis that the stylus tip position on the touch screen of the programmer required calibration. It was also noted that the company logo button was broken and the programmer failed functional ECG calibration test. The connector of the touch screen was cleaned and re-seated and touch screen calibrated. The link electronic module (lem) board was replaced. The company logo button was replaced. The programmer software was re-installed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.